Manufacturer narrative:
Citation: krishnaswamy a et al. Transcatheter tricuspid valve replacement. Interv cardiol clin. 2018 jan;7(1):65-70. Doi: 10.1016/j. Iccl.2017.08.009. Epub 2017 oct 23. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a secondary review of studies devoted to transcatheter tricuspid valve replacement and percutaneous tricuspid valve repair techniques. All data were collected and analyzed from multiple centers. The study population included an unspecified number of patients (patient demographics were not provided), 97 of which were identified as having been implanted with a medtronic melody bioprosthetic valve. No serial numbers were provided. Among all patients, 5 deaths that occurred within 30 days of the procedure were noted. However, multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: multiple transcatheter valves implanted during initial procedure, conversion to surgical tricuspid valve replacement, valve embolization, poor hemodynamics due to moderate tricuspid regurgitation or moderate tricuspid stenosis, and mild-moderate-severe paravalvular leak. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.